Event description:
On 08/12/08, this senior medical affairs specialist, smas, spoke with the reporter/layperson, the patient/layperson's daughter with whom the pt was visiting. The reporter initially spoke with customer service on 08/11/08 regarding the pt's onetouch ultra meter. Replacement meter and strips were shipped when customer service could not resolve the alleged issue. The reporter shared the following with this smas. In '08, the pt successfully performed a blood glucose test before breakfast and took his 70/30 novolin insulin. Before dinner at 6:30pm the same day, the pt was reportedly unable to obtain a result; the meter allegedly continued to prompt "apply sample" after the pt had applied blood to the strip. For that reason, the pt reportedly injected a total of 60 units of novolin (40 units plus 20 more) based upon his past four-day average blood glucose of 318 mg/dl. After injecting the insulin, he ate dinner. In the "middle of the night" (on that day) the pt reportedly became "shaky". The reporter stated, "he did not attempt to test since it had not worked earlier." The reporter gave the pt food. No other medical intervention was sought. This complaint is classified as an adverse event because the pt allegedly developed symptoms that can be associated with severe hypoglycemia after the issue began, when the pt allegedly could not obtain an actionable result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.